Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not using room temperature insulin. Technical support educated the customer that insulin should be room temperature when filling the cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.